Event description:
A report was received that the patient was experiencing pain at the implant site. It was also noted that the patient had weight loss and stimulation was uncomfortable. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's pocket pain was not due to weight loss. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the implant site. It was also noted that the patient had weight loss and stimulation was uncomfortable. The patient will undergo an explant procedure.